Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined that tubing was not properly placed in a system reagent bottle. The tubing was correctly placed into the bottle. Reagent primes were performed. The customer ran calibration and controls. Controls recovered within the customer's specifications.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect k for gen.2 on a cobas 8000 ise module. The second patient sample also had discrepant results when tested with ise indirect na for gen.2. No incorrect results were reported outside of the laboratory. The samples were repeated either on the same analyzer or on a second analyzer and these results were believed to be correct. During the time of the event, the reporter also stated that they received noise and voltage errors on the analyzer. An ise abnormal sample probe aspiration error also occurred. One level of control was outside of range. The first sample initially resulted with a k value 4.70 mmol/l, which repeated as 7.61 mmol/l. The second sample initially resulted with an na value of 134.7 mmol/l, which repeated as 144.4 mmol/l. This sample initially resulted with a k value of 4.43 mmol/l, which repeated as 2.65 mmol/l. The na electrode lot number was b67, with an expiration date of 06-feb-2021. The k electrode lot number was h35, with an expiration date of 23-dec-2020.